Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the leads migrated up and the exist ing leads were pulled down and re-anchored. It was reported the patient was programmed subsequent to lead revision with good coverage.

Manufacturer narrative:
A correction was made to reflect the latest information received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep). It was reported that there was a lead revision and they were made aware on (B)(6). No other information was collected as the rep needed to be in the lead revision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is both an adverse event and product problem. Therefore product problem was added as a correction. If information is provided in the future, a supplemental report will be issued.